Event description:
It was reported that a spectrum pump experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed input/output printed circuit board (I/o pcb) which was replaced. System error 105 will occur when the pump experiences a motor failure.